Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. In addition, it was reported that the wake button was delayed in responding to touch as well as the pump's alarm sound was not annunciating, however, the customer declined troubleshooting and therefore no additional information was obtained. Customer¿s blood glucose level was 92 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.